Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Mis-daa exe / accommodated table offset broach hunt (for left) (long-term installation instrument) is used to rasp the # 3 broach of accolade ii, remove the broach handle once again it could not be connected at the time, and when confirmed, the lever part of the broach handle was broken and could not hold the broach. There was no spare double offset broach handle, so replaced it with the offset broach handle (1020-1460) included in the accolade 2 stem dedicated machine and continued operation. Update: this occurred during a primary surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade handle was reported. The event was confirmed by evaluation of the returned device. Method & results: -device evaluation and results: the rasp handle fracture morphology is consistent with an overload fracture. The hardness and chemistry are consistent with the drawing. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the accolade handle was fractured during a primary surgery. Based on the evaluation of the returned device, it was determined that the rasp handle fracture morphology is consistent with an overload fracture. The hardness and chemistry are consistent with the drawing. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mis-daa exe / accommodated table offset broach hunt (for left) (long-term installation instrument) is used to rasp the # 3 broach of accolade ii, remove the broach handle once again it could not be connected at the time, and when confirmed, the lever part of the broach handle was broken and could not hold the broach. There was no spare double offset broach handle, so replaced it with the offset broach handle (1020-1460) included in the accolade 2 stem dedicated machine and continued operation. Update: this occurred during a primary surgery.